Event description:
Information was received from an attorney of a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lowest setting of the patient's ins would provide some relief, when their left lower extremity nerve pain would escalate and it also caused painful, pulsating paresthesia. The patient was not satisfied with it, but they did not want to perform another surgery to remove it. When the healthcare provider saw the patient, they noted that the patient fell the month prior, and this caused the leads to move. They felt paresthesia in their left leg when the ins was turned on; the healthcare provider reported that the patient "will need surgery to remove these leads." The patient felt that their left leg was becoming weaker and their numbness was becoming worse. They experienced lower extremity pain. The attorney alleged that at low settings, the patient's ins would provide some relief, but after a period of time it began to cause more pain than relief, and the patient had to deactivate it. Because of this problem, the patient did not use the ins any longer. Recent tests confirmed that the "device" had migrated. Their physician told the patient that they were too old for the device to be explanted. They met with a manufacturer representative around august 2024 to reprogram their device, but this only made their pain worse. The patient experienced pain and discomfort, and "the knowledge that this stimulator will be forever implanted inside" of the patient.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# :(B)(6) implanted: (B)(6) 2022explanted: product type lead product ID 977a260 lot# serial# : (B)(6) implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 01-jul-2024, UDI#: (B)(4) product ID: 977a260, serial/lot #: (B)(6), ubd: 18-apr-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via medical records regarding a patient. The hcp stated in the medical record on 2023-may-03 that the patient is using this device on a consistent basis, and feels that it has offered them benefit, but nonetheless continues to have difficulties with back and leg pain, as well as a sense of leg weakness with ambulation. They continue to have significant symptoms consistent with neurogenic claudication. The patient reported to their hcp a fall due to the numbness in their lower extremities. The fall caused left knee pain which has kept them quite immobile. They have seen an orthopedic doctor, but no procedures are planned for treatment. The patient stated they had to visit the ER due to severe knee pain, and later reported to their hcp on 2024-jun-25 that they fell two weeks ago into their sunken living room and is pending bilateral knee replacements. They did not hit their head or fall straight onto their back, but they are still concerned about their spinal cord stimulator (scs). Pt states that they are having to turn the device off due to overstimulation and they have had to "turn it off at night" but this is not a new problem. Patient sent elsewhere for imaging to assess lead placement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.